Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the right atrial (ra) lead and navigating the vein angle due to patient anatomy. While attempting placement the physician completely pulled the lead out and decided to start over. At that time, it was noted the lead was "kinked" and the lead helix had tissue on it. The physician requested a new lead for implant and successfully placed that lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was tissue visible on helix. According to the complaints of the lead body was damaged/kinked, the introducer test was performed, and result was passed. No lead body damage was observed. If information is provided in the future, a supplemental report will be issued.